Event description:
Info received indicates the hi/low function is drifting.

Manufacturer narrative:
The facilities biomed found the hi/low drive brake washer was over lubricated. The biomed cleaned the brake washer to repair the bed.